Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 06/30/2015-product analysis: the device was returned and evaluated by product analysis on 06/15/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. A battery compartment crack was observed. The returned battery cap was undamaged and the contacts were within specification; the cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s transceiver board. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)